Manufacturer narrative:
D6; device returned with no lot ID.

Event description:
The device was used during a laparoscopic cholecystectomy. The safety shield reset button did not activate. The surgeon completed the operation with another trocar. There was no consequence to the pt.